Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 9fr sheath was inserted over a wire. The dilator was removed and the entire rubber valve came out of the sheath. The patient was in stable condition and the procedure outcome was successful. Additional information was received 13 november 2019: the procedure was an a-fib case and venous access.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation. One 9fr introducer sheath and the dilator were received at product evaluation. Visual inspection revealed that the valve was not inside the hub of the sheath. The valve was not returned with the sheath and is therefore not available for evaluation. The distal tip of the dilator was viewed under microscope and one side of the dilator was slightly bent. There were no kinks or bends on the dilator shaft. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the dilator was inserted off-center into the valve, dislodging the valve from the hub. However, the exact cause of the reported event cannot be definitely determined based on the available information.